Manufacturer narrative:
Work order passed and no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon was unable to pass tracer registration. Multiple attempts to trace the patient were attempted but they received "registration failed". It was suggested that they try using three point tracer registration method, but the surgeon was unfamiliar with that method. They decided to abort navigation. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.